Event description:
This case was reported by a consumer and described the occurrence of macular degeneration in a pt who used poligrip (super poligrip original denture adhesive cream) for loose dentures. The consumer contacted the MFR regarding a product complaint. A physician or other health care professional has not verified this report. On an unk date, about two to three years ago, the pt started using poligrip (dental). In 2002, the pt was diagnosed with macular degeneration. In addition, in 2004, the pt reported feeling nervous. This case was assessed as medically serious. Treatment with polygrip was continued. The events are unresolved.